Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11: the permanent cautery hook instrument involved with this complaint has been forwarded to a failure analysis engineering (fae) for further investigation. Fae has completed their investigation and was able to confirm the initial failure analysis (fa) results. The main tube appeared to be broken and there was no thermal damage. The root cause of the items described in initial fa results is typically attributed to mishandling and misuse. Extensive load was likely applied during uses, causing the hook to detach, breaking the main tube, followed by further pulling on the connector which resulted in the wire junction breaking. Based on the additional instrument investigation results, the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument. Although fa found the conductor wire to be broken at the distal end, electrical continuity test failed and there were no signs of thermal damage. Due to the broken conductor wire, energy would not be delivered by the system. There is no risk of any adverse event to the patient when there is no energy delivered.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip broke off a single site permanent cautery hook instrument and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was converted to a da vinci multi-port procedure with no reported injury to the patient. Intuitive surgical, inc. (Isi) made multiple attempts to contact the original reporter (the isi clinical sales associate) and the site's robotics coordinator, but was not able to obtain any additional information as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm and reproduce the reported complaint. The instrument was found to have the main tube broken. However, no material was found missing. The root cause is typically attributed to mishandling and misuse. Additional observations that were not reported by the customer but were related to the customer reported complaint were identified. The instrument was found to have the hook assembly dislodged and detached from the rest of the instrument. This failure was likely caused by the broken main tube. Additionally, the instrument was found to have a broken monopolar conductor wire at the distal end. The instrument failed the electrical continuity test and there were no signs of thermal damage. No damage to the conductor wire insulation was observed. The root cause of this failure is attributed to a component failure. A review of the instrument log of the permanent cautery hook (part # 478090-03 / lot # n10210125-0006) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The procedure on this date was the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because failure analysis found the monopolar conductor wire was broken at the distal end. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to a patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.